Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A visual examination of the returned instrument revealed no damage. There was tissue between the jaws and in the jaw hinges. When the sample was locked closed, the jaws aligned properly to each other. The device was tested on simulated tissue for proper activation with acceptable results. The device was tested for resistance, knife function and jaw gap. The measurements were within the allowed ranges. Additional functional tested was performed with porcine kidney tissue. Multiple seals on various sized vessels were made. The returned device performed satisfactorily during this test. The IFU for this device states to keep instrument jaws clean. Build-up for eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. (B)(4).

Event description:
The customer reported that during a laparoscopic appendectomy the surgeon reported there was more tissue sticking than usual and some small amount of bleeding even though an end tone, indicating a completed seal cycle, was heard. The surgeon just sealed again at those sites. There was no patient injury.